Event description:
It was reported that the patient presented to the hospital for routine device change out. The chronic lead was connected to the new device and dft testing was performed. The device charged and aborted therapy and the patient was externally cardioverted. An alert for possible hv lead issue and low, out of range hv lead impedance was observed. Insulation abrasion was noted. Lead was cut and capped, and new the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 13.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.